Event description:
It was reported to philips that the device had an issue with the nav-ring. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.